Event description:
The customer contacted baxter's technical service center regarding a check heater line alarm, which occurred on the homechoice (hc) during fill 1. Product surveillance obtained additional information from the home patient (hp)regarding the reported event. The hp stated that he believes the problem was that the spike on the cassette was not fully inserted into the supply bag. The hp stated he discarded the samples and did not know the lot number. The hp stated he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.